Event description:
It was reported that while testing patient samples with bd facslyric¿ carryover occurred. There was no patient impact. The following information was provided by the initial reporter: customer sometimes see carry over events during acquisition of pauci cellular samples. Luckily, they understood this was carry over and therefore not leading to erroneous results, but the customer asks a final solution or escalation since the risk is too high to have this kind of carry over events. In the past already extended cleaning procedures were advised but without the desired result. It seems the carry over is not continues over the acquisition, but at some point in time it seems all events from previous acquisitions(sometimes more then one tube later) are suddenly causing a spike in carry over. It even occurs sometimes skipping a tube and then the events are suddenly into another tube, so certainly not always the tube right after the first acquisition. Were the samples contaminated? Yes per definition carry over is contamination of events in a tube acquired later then the original one whether any erroneous results on patient samples for diagnostic test? The customer saw the carry over, but luckily this did not lead to a wrong result since they re-acquired the sample. Did it affect patient samples? Yes, but see above this did not lead to a wrong result. If they were patient samples, were incorrect results obtained or used? See above. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing patient samples with bd facslyric¿ carryover occurred. There was no patient impact. The following information was provided by the initial reporter: customer sometimes see carry over events during acquisition of pauci cellular samples, luckily, they understood this was carry over and therefore not leading to erroneous results, but the customer asks a final solution or escalation since the risk is too high to have this kind of carry over events. In the past already extended cleaning procedures were advised but without the desired result. It seems the carry over is not continues over the acquisition, but at some point in time it seems all events from previous acquisitions(sometimes more then one tube later!!) Are suddenly causing a spike in carry over it even occurs sometimes skipping a tube and then the events are suddenly into another tube, so certainly not always the tube right after the first acquisition. Were the samples contaminated? Yes per definition carry over is contamination of events in a tube acquired later then the original one whether any erroneous results on patient samples for diagnostic test? The customer saw the carry over, but luckily this did not lead to a wrong result since they re-acquired the sample. Did it affect patient samples? Yes, but see above this did not lead to a wrong result if they were patient samples, were incorrect results obtained or used? See above any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing high carry over. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 17jan2021 to date 17jan2022. ¿ complaint trend: there are 12 complaints related to the issue of high carry over. These complaints can be found in the attached complaint trend file. Date range from 17jan2021 to date 17jan2022. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000136-105491909-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover could not be determined. In the trackwise parent entry description (pr (B)(6)), it is described that the customer would sometimes observe carryover during the acquisition of pauci cellular samples, but this carryover was identified to be erroneous. Resolving the issue through cleaning has been attempted with no conclusive resolution, and the carryover was described to would occasionally appear several samples later rather than the following sample test. The customer requested for a final solution or an escalation as the risk to the patient is too high to risk carryover affecting results. According to trackwise pr (B)(4), this issue was escalated and is part of a european investigation that is ongoing. The customer was provided with a short term solution in the form of cleaning, and the instrument is currently in normal use and is used for daily routine with no problems. Although the patient samples were affected during this incident, the customer confirmed that the carryover was obvious and the event did not lead to the erroneous results being used. The patient samples were reacquired and there was no negative impact to the customer. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: n/a. Install date: 02nov2017. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(6). O ID: libivd-ra-256 3.1.34. O reg status: ivd; ruo. O hazard: incorrect data. Source: flow cell fmea. O cause: tubing or port detail diameters at spec extremes, causing misalignment. O harmful effects: 1. Unacceptable carryover. 2. Potential incorrect results. O risk control: sample carryover testing to confirm the sample carryover level to specifications. O req link (azure ID): n/a. O implementation verification: lsvn-1013-dp sample carryover. O effectiveness verification: lsvn-1013-dr. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes or no? ¿ root cause: based on the investigation results the root cause of the carryover could not be determined. ¿ conclusion: based on the investigation results the root cause of the carryover could not be determined. This complaint has been escalated as part of an ongoing european investigation. The customer was provided with a short term solution in the form of cleaning, and the instrument was reported to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.